Event description:
While using a byte day aligners, patient reported that they were examined by their dentist that found the patient has a filling that came out and loose tooth. The patient was informed to stop wearing their bottom aligner. Request for letter of recommendation from dentist to cease treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.